Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor gold. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump passed basic occlusion test and displacement tests. The insulin pump has cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported that the insulin pump alarmed motor error. Customer requested for insulin pump replacement. No blood glucose reading provided. No further information provided.